Manufacturer narrative:
Cardiac science has asked the customer to return the AED and pads for eval. In addition, cardiac science has asked the customer to provide additional information about the rescue.

Event description:
Device was deployed in a rescue and when the lid was opened, the unit kept prompting the user to "replace pads." The user tried several sets of pads, but the AED continued to prompt the user to replace the pads.